Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shape of the ¿can¿ was uncomfortable to the patient. There was no action required as result of the event. No diagnostic testing or troubleshooting had been performed. The issue was not resolved and the cause of the issue was not determined. Patient was alive with no injury. Additional information received reported the patient had complained bitterly about the shape, size and configuration of the implantable neurostimulator (ins). It was noted that the patient would require re-sitting and had quite severe discomfort. Additional information received reported that the ins was moved further down in the patient¿s chest, lower and deeper into the chest. It was noted that this had solved the issue. Surgery was required. Additional information received reported that the patient had parkinson¿s. Additional information was requested but had not been received as of the date of this report.